Manufacturer narrative:
Results: a sample is not available for evaluation. As part of a no sample investigation, (B)(4) retention samples were evaluated for safety mechanism failure; (B)(4) units were tested by activation cycle and (B)(4) units were tested by manual triggering. All samples passed testing, reached lock-out position after activation, and did not show any safety device issues. A review of the device history record revealed no irregularities or non-conformances during the manufacture of the reported lot # 5239129. A manufacturing process review showed no issues with spring formation, device assembly, packaging, raw material incoming inspection, in process inspection (100% automated primary function test, controlled trigger test, activation cycle test), or final inspection. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. No issues were observed with retention sample testing or found within the device history record and manufacturing process reviews. UDI #: (B)(4).

Event description:
It was reported that a patient gave herself a third loading dose of an unknown medication with a bd ultrasafe passive¿ x-series needle guard syringe and the safety mechanism failed to function properly leaving the needle exposed. The patient was able to get all of the medication from the syringe and there was no report of injury or medical intervention.